Event description:
The patient's mother reported that on (B)(6) 2015 her daughter had a seizure and that she had to be hospitalized. She stated that the pdm blood glucose meter was reading higher than it really is and that this caused her to deliver a larger bolus of insulin that she should have been given. At the hospital a bg meter comparison was performed and the pdm bg meter was reading off by more than 60 points (exact bg level was not provided). A control solution test was also performed and the result was out of range. She did not provide any further information regarding the hospitalization or her treatment.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported inaccurate high measurement or to determine if it could have contributed to the patient's hospitalization. Qualification records were reviewed and the product lot met all acceptance criteria.